Event description:
It was reported by warehouse in (B)(6) that on the ez glide aortic cannula there was an "unknown fiber-like particulate was found inside the package during incoming inspection." This was found during inspection and did not leave the distribution center.

Manufacturer narrative:
It was reported by warehouse in (B)(4) that "unknown fiber-like particulate was found inside the package during incoming inspection." Evaluation: it was found that the particulate was embedded in the product and was found to meet edwards specifications. This complaint is considered cosmetic in nature. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
The device is currently under evaluation into root cause.